Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam were observed. Also found life related smell and e--94 occurred. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.